Event description:
The device was used during a tah procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the instrument. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
02/27/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.